Manufacturer narrative:
Results: the pusher assembly was fractured approximately 35.0 cm from the proximal end and the proximal fractured portion was not returned for evaluation. Kinks were present along the length of the device. The pull wire was not present within the distal detachment tip (ddt). The returned pusher assembly was approximately 150.0 cm in length. Conclusions: evaluation of the returned smart coil revealed the embolization coil was detached and the pull wire was retracted from the ddt. The embolization coil detachment was likely due to the actuation on the handle on the proximal end. However, the pusher assembly was fractured, and the proximal portion of the pusher assembly was not returned for evaluation. Due to the fractured portion not returning for evaluation, a successful separation of the pet lock could not be confirmed, and the root cause of the reported detachment could not be determined. The pusher assembly fracture was not identified in the reported complaint; therefore, it was likely incidental and may have occurred post-procedure. Evaluation of the returned handle revealed a functional device. The handle was tested using a handle test fixture and performed within specification. Evaluation of the first non-penumbra microcatheter revealed a proximal fracture and distal ovalizations. These damages may have contributed to the reported complaint. Evaluation of the second non-penumbra microcatheter and stent retriever revealed an undamaged microcatheter and proximal damage on the stent retriever. Based on the returned condition, the cause of the stent retriever damage could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00713. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00713.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully implanted twenty-two non-penumbra coils into the target vessel using non-penumbra microcatheters. Subsequently, the physician implanted six smart coils into the target vessel using the handle and the microcatheters. When the physician depressed the handle in an attempt to detach the next smart coil, the physician noted a "click sensation", and noted that the proximal marker on the smart coil delivery pusher had separated; however, the smart coil did not detach. Subsequently, the physician retracted and re-advanced the smart coil and noted resistance during re-advancement. The physician then reported that the smart coil was unable to advance any further and decided to remove the smart coil. Upon retraction of the smart coil through the microcatheter, the smart coil unintentionally detached at the proximal end. The microcatheter and smart coil were therefore removed from the procedure and were no longer used. The procedure was completed using another microcatheter, two additional smart coils, and the same handle. There was no report of an adverse effect to the patient.